Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, low, out of range pacing impedance and noise were observed. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition before and after the procedure.